Manufacturer narrative:
H10: device evaluation: two pictures were received and reviewed. Picture one shows an extension outside of its original packaging. Picture two shows a union between female luer and connector with a leak. One sample was returned for evaluation of the failure mode; the unit returned was received inside of a plastic bag with their original packaging open and decontaminated. The sample was tested using a syringe. Colored water was passed through the extension set to detect any leak; during testing, a leakage was found in the sample union between the connector and the extension tube. The complaint was confirmed. Based on the analysis conducted in the sample provided the issue was due to a lack of solvent. The failure condition was possibly due to the assembly process not being followed correctly. Failure was traced to manufacturing. For corrective action an awareness/customer complaint notification was performed to production personnel to explain the importance of adherence to manufacturing procedure a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the use of the product, leakage of medical fluid from the connector was observed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.